Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown time, post procedure, the patient experienced a cerebral vascular accident. It was noted via transesophageal echocardiogram (tee) that there was a thrombus present on the closure device. The patient has been put on a eliquis. It was further reported that three (3) years post procedure the patient had an ischemic stroke and a had a thrombus removed from their brain. The patient made a full recovery following this.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that thrombosis and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown time, post procedure, the patient experienced a cerebral vascular accident. It was noted via transesophageal echocardiogram (tee) that there was a thrombus present on the closure device. The patient has been put on a eliquis.